Manufacturer narrative:
Additional information: new information received that patient age is 66 yrs. Old and eye affected was the right eye (od). Field below updated. Section a2: patient age: 66 yrs. Old. Section d9. Device available for evaluation? Yes. Returned to manufacturer on: oct. 16, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2023 and (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2138 (to capture diplopia and unexpected post-op refraction - anisometropia). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens was received in johnson & johnson lab with an intake form indicating that the iol was explanted due to anisometropia/diplopia. It was noted that event was first observed during post-op examination. The incision was slightly enlarged, but no sutures used, and no vitrectomy required. There was no delay in procedure reported. The patient outcome was not provided. No other information was provided.